Manufacturer narrative:
One mep13 was received on (B)(6) 2018 for investigation. Device analysis was conducted on (B)(6) 2018. One mep13 device from lot number f11809464d was received with the cutter fully closed. Upon initialization, breast tissue was transported to the basket. After clearing the breast tissue, device obtained 2 out of 2 chicken samples without issue. The clogged cutter was the cause of the voice of customer. Although no adverse event/serious injury occurred with this event, after consultation with our clinical advisor, and as a result of information obtained during the investigation (i.e., residual tissue obtained during breast tissue sampling procedure), the failure mode of observed tissue in the cutter has been deemed as reportable due to the potential for misdiagnosis due to potential lost tissue samples that would preclude histopathology analysis.

Event description:
The sales rep reported that the elite 13g was not picking up samples, just put on new probe and that one was fine. No patient complications.